Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information may be submitted once the device is received and the quality investigation is complete.

Manufacturer narrative:
The comment of device having heat and fouling (contamination) was duplicated and confirmed through technical evaluation. Widespread corrosion was found to be contaminating the components. Based on the risk documents corrosion can cause heat and contamination. Based on the IFU and risk documents corrosion can be the result of cleaning practices. The attachment is not a repairable device and will not be returned to the user facility.

Event description:
It was reported that prior to a surgical procedure at the user facility the angled medium saber attachment was overheating and fouling. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported with this event.

Event description:
It was reported that prior to a surgical procedure at the user facility the angled medium saber attachment was overheating and fouling. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported with this event.